Event description:
The customer reported that they could not get an ECG wave form with the first set of pads, but they did with the second set.

Manufacturer narrative:
The factory has not yet received the pads for evaluation, and this complaint is still under investigation.